Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; e1; g3; h2; h3; h6. Visual examination of the returned product identified the device was bent at the head location. The sheath of the device had torn exposing the inner spring. There are pieces that had fractured around the center coil however the device had not fully fractured. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the flexible drill broke while attempting to drill for a hip screw. There was no consequences or impact to the patient. It was reported that no further information is available.